Event description:
It was reported that pump battery depleted too fast and caller was unsure if this caused pump shutdown. There was no adverse impact to the customer's blood glucose level. Caller was educated that insulin on board and maximum hourly bolus reset to zero when pump turned off or was reset, confirmed ability to resume insulin, and pump replacement was arranged by technical support due to pump malfunction.